Event description:
The dental implant fx4510swc was removed on (B)(6) 2017 due to failure to osseointegrate 6 months after implantation. The doctor indicated that infection caused the implant removal. The patient has a history of hypertension and requires additional medical intervention.